Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that liner disassociated from head when the lip of the cup interposed itself between the liner and head. Both devices were reassembled with no success. Surgeon decided to use entire new implants since no backup was available. Delay no greater than 30 minutes was reported.